Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2025. On the same day, it was reported that the patient experienced significant discrepancies in his cgm readings and reported feeling unwell with symptoms of nausea. The responsible person contacted emergency services 112. The patient was transported to the hospital via ambulance. There was no available information regarding the specific treatment administered. The patient was admitted to the hospital. There they took the bg readings were 1000 mg/dl and the cgm reading was 40 mg/dl. The patient was discharged from the hospital on (B)(6)2025. At the time of the report the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).